Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the plastic retainer detaching from the padding of the statlock device is confirmed, but the root cause could not be determined. One statlock crescent stabilization device was returned for evaluation. An initial visual observation of the returned statlock device showed use residues along the device. The paper backing was not returned with device. The doors of the statlock device were closed upon the return of the product. The retainer was completely detached from the foam padding. The left side of the foam pad showed some deformation. Some sections of the retainer appeared to have enough adhesive, while other sections were missing some adhesive. A microscopic observation revealed what appeared to be sufficient adhesive application on the back of the plastic retainer throughout most of the back of the plastic retainer. One small section of the plastic retainer appeared to have a slight lack of adhesive. The root cause of this failure could not be determined upon the return of the device. Possible causes of failure may include insufficient adhesive tackiness, use of certain chemicals on the statlock device, or other unknown clinical or environmental circumstances. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during use, the plastic part of the statlock came off the seal. It is unknown at what point the statlock detached from the seal, or if the catheter became dislodged. There was no reported patient injury.